Event description:
Dr (B)(6) of (B)(6) treated (B)(6) with calmare therapy -mc-5a- causing intense pain and (B)(6) required treatment by the hospital emergency room. This is not the first time that I have learned of treatment by the calmare therapy -mc-5a- increased and intense pain. What is very concerning is that dr (B)(6) is the most experienced and trained doctor in the u.s. With the calmare therapy -mc-5a-. Dr (B)(6) has trained other doctors on this device at (B)(6) medical center and universities. In prior events, it was believed to be due to operator error by the doctor. In this case, it is very unlikely to be operator error. The cause is most likely due to the calmare -mc-5a- device. Calmare therapy -mc-5a- several adverse events have been reported with this device increasing the intensity of the pt's pain. Event abated after use: no. Event reappeared after reintroduction: yes.